Manufacturer narrative:
Technician services evaluated the returned monitor and could not duplicate the issue. The device was serviced and returned to the customer.

Event description:
The customer reported that during a patient procedure, using the gs avl/gvm monitor, the image would flicker and distort. No delay in the procedure. No use of a back-up device was reported. No harm to patient or user was reported.